Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) united states, alleging that his onetouch verio 2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the medical surveillance specialist after reviewing the call recording. The patient reported that on (B)(6) 2021 at 11:15 pm, he obtained an alleged inaccurate high blood glucose reading of ¿246 mg/dl¿ with the subject meter. The patient manages his diabetes with basaglar and novolog insulin on a sliding scale (based on blood glucose readings). In response to the elevated reading, the patient reported administering basaglar and novolog insulin according to the sliding scale. The patient claimed that thirty minutes after the alleged issue occurred, he ¿felt low, jittery, weakness and fatigue¿. At the onset of symptoms, the patient claimed his blood glucose measured ¿54 mg/dl¿ with the subject meter and reported treated himself with food and drink. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. However, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.